Event description:
Subsequent to the initial medwatch report filed, additional information was received, indicating that the patient was sent to surgery for bypass from saphenous vein graft (svg) to right coronary artery (rca). The physician felt that the graftmaster stents were a contributing cause for the patient to go to bypass, as the perforation could not be completely sealed. No additional information was provided.

Manufacturer narrative:
(B)(4). A thorough analysis of the product was not performed because it was not returned to abbott vascular for investigation. Failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. Since there was no report of any damage observed to the sds or stent implant prior to the procedure, this may indicate that a product deficiency did not contribute to the difficulties experienced. In this case, no patient anatomical information was provided and the device was not returned for analysis, both of which may have aided the investigation. It is possible that the stents were not overlapped sufficiently or did not have proper vessel wall apposition to properly seal the perforation; however, the exact cause cannot be determined. The additional surgical procedure appears to be a secondary effect of the failure to seal the perforation as the patient was sent to surgery for a coronary artery bypass graft (cagb) operation, requiring further hospitalization. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems (sds) are 100% leak-tested and visually inspected for foil damage and proper placement online during the manufacturing process. A review of the finished product device history record (DHR) did not reveal any nonconforming material records (ncmr) associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. In this instance, although a conclusive cause cannot be determined for the reported failure to seal and reported patient effects, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that the perforation was caused by a non-av device. The 3.0 x 26 graftmaster stent dislodged during prep and the stent could not be located. This was not used on the patient. The other two graftmaster stents (3.0 x 16 and 3.0 x 12) were implanted but did not completely seal the perforation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. The graftmasters (B)(4) are being reported under separate medwatch report numbers.